Event description:
A customer reported encountering an error with their continuous glucose monitor (cgm), specifically error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, which resolved the issue as the error did not reoccur, and the customer was able to successfully start their sensor session.